Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. As the result of support, the patient developed ischemia. A forgarty catheter was used after device removal to clear a thrombus.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information reported that continuous renal replacement therapy (crrt) red blood cells administration as appropriate due to systemic bleeding tendency, no bleeding at the impella insertion site. Also there that the patient had hemolysis. After removal of the impella, the patient's condition gradually deteriorated, switched to palliative treatment and the patient expired on the second day after the removal of impella. The cause of death was the primary disease of myocardial infarction. Although it is not caused by lower limb ischemia, it cannot be said that it is not related at all because the patient's original condition was bad.

Manufacturer narrative:
The investigation for the reported hemolysis, purge cassette leak, limb ischemia and vascular damage - peripheral vessel issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the hemolysis was most likely due to patient condition as the patient's left ventricle was unable to sufficiently fill. The root cause of the purge cassette leak was unable to be determined as no product was returned for this investigation so the location of the leak could not be identified. The root cause of the leg ischemia was determined to be thrombus due to patient condition. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2022-01355 was provided in sections b2, b5, d6, h1, and h6.